Manufacturer narrative:
A ge representative evaluated the system and replaced the hand drive and reloaded software. System operates as intended.

Event description:
The customer reported, a total failure of the system. No pt injury was reported.